Event description:
Customer reported that the device had all three icons (charge pak, attention and wrench). This is an indicative that the device would not turn on. Physio-control evaluated the device and observed no dc operation. There was no report of pt involvement with the reported incident.

Manufacturer narrative:
(B) (4). Physio observed excessive current leakage from the internal batteries in the device's powered-off state. Further evaluation of the device's analog pcb assembly determined the root cause of failure to be an electrically leaky capacitor, designator c177.